Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump passed the displacement. Pump received with broken cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the crack near the reservoir compartment. The insulin pump will be returned for analysis.